Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device replacement procedure, it was noted that both the right atrial (ra) lead and right ventricular (rv) leads were stuck in the device header. Saline was used, as well as tugging, which were unsuccessful. The ra lead seemed as though it might break so both leads were cut, and explanted while inside the device. To date, no additional adverse patient effects have been reported.